Manufacturer narrative:
A review of the device history record (DHR) could not be conducted because a lot number was not provided. Manufacturing records are routinely reviewed prior to the release of product to ensure process and product compliance. No samples were received by covidien for evaluation. In the instruction for use (IFU) for the device the warning is provided that an adverse effect likes pneumothorax, intestinal perforation and aspirational pneumonia have been reported during the use of this type of device, therefore due to the extreme caution, this device should only be inserted by a trained clinician. The process to manufacture the device was running according to the defined parameters and specifications. The products met the corresponding quality acceptance criteria. The production personnel were notified about the reported condition. Based on the information available, a corrective action from a production perspective is not deemed necessary at this time. We will keep monitoring the process for any adverse trends that require immediate attention. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a feeding tube. The customer reports the dobhoff entered the right bronchus into the right lung. An x-ray for placement showed a possible pneumothorax. The on-call md was notified and the patient was taken for stat 2 view x-ray. Pneumothorax to right lung was shown and a chest tube was emergently placed at bedside.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded. (B)(4).